Event description:
Distributor reported the finger probe was not working and patient almost died. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.